Event description:
Failure of temporal mandibular joint implant resulting in deformation, functional problems, pain, and localized infection. Implant was removed and reconstruction of temporal mandibular joint and placement of a costochondral graft was necessary.